Event description:
It has been reported to philips that the system was frozen. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system got hanged. Review of the system log file showed that the host-pc did not startup. The fse restored the ghost and system settings. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.